Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the pacemaker exhibited backup vvi behavior. The physician elected to explant and replace the device. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption. The device was tested on the bench and analysis was normal. The backup condition could not be reproduced and the cause of code corruption could not be determined.